Event description:
It was reported that the patient had inadequate pain relief and was experiencing pain from the implant site down to the legs. It was also noted that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patient had inadequate pain relief and was experiencing pain from the implant site down to the legs. It was also noted that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility. Additional information was received that during ipg replacement, the spinal cord stimulation (scs) leads were also revised due to high impedance causing inadequate stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch:7075682/7075689.

Event description:
It was reported that the patient had inadequate pain relief and was experiencing pain from the implant site down to the legs. It was also noted that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7103187, UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief and was experiencing pain from the implant site down to the legs. It was also noted that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility. Additional information was received that during ipg replacement, the spinal cord stimulation (scs) leads were also revised due to high impedance causing inadequate stimulation.